Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm. Customer reported completing a set change 6 times. The customer's blood glucose was 526 mg/dl. Customer has treated their blood glucose with a manual injection. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found the insulin pump alarmed no delivery with a manual prime. It was also reported the customer was hospitalized two prior to the phone call. The customer was treated with insulin at the hospital. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.